Event description:
It was reported that the pump failed volume testing. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device received on 11/6/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The device failed accuracy tests. The problem was duplicated. The reported problem was caused from an out of specification explusor/gasket. The expulsor assembly was replaced to fix the issue.